Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and found that the system gave an alert indicating low-dose fluoroscopy was not possible, and the system was unable to perform digital subtraction angiography. Upon troubleshooting, the fse checked the system and found that the cooling unit was shut down, which disrupted the x-ray tube's functions. As a troubleshooting action, the fse found that there was an oil leak within the c-arm, which caused the drop in coolant level and resulted in the cooling unit shutting down. To resolve the issue, the fse traced the leak to the inflow hose coupling, secured the coupling's o-ring, and cleaned the excess oil. The fse refilled the cooling unit's tank to restore the coolant level, and after that, the x-ray tube resumed normal operation. The system was then returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a low dose fluoroscopy was not possible, system was unable to perform digital subtracting angiography. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.